Manufacturer narrative:
Device evaluation by manufacturer: the ekosonic endovascular device was returned to complaint investigation site (cis). The device was confirmed to match the lot number from the reported event for both the ultrasonic core (usc) and the infusion catheter (ic). Microscopic visual inspection of ic showed a crack in the coolant and drug luers. The device was tested for leaking, and it was noticed that the device leaked liquid from the coolant and drug luers where the cracks were present. The reported events were confirmed.

Event description:
It was reported that the coolant lumen connection was broken and leaking. A 106x12cm ekos endovascular device was selected for a procedure to treat deep vein thrombosis. While in the ICU after less than 24 hours of therapy, it was noticed that the coolant lumen connection was cracked and leaking. Ultrasound was discontinued, and the patient was returned to the catheterization lab to replace the catheter. The therapy was continued with a new catheter. It was noted that the thrombus resolution was not achieved as a result of this event. There were no patient complications reported

Event description:
It was reported that the coolant lumen connection was broken and leaking. A 106x12cm ekos endovascular device was selected for a procedure to treat deep vein thrombosis. While in the ICU after less than 24 hours of therapy, it was noticed that the coolant lumen connection was cracked and leaking. Ultrasound was discontinued, and the patient was returned to the catheterization lab to replace the catheter. The therapy was continued with a new catheter. It was noted that the thrombus resolution was not achieved as a result of this event. There were no patient complications reported.

Manufacturer narrative:
H6: impact code f10 removed.

Event description:
It was reported that the coolant lumen connection was broken and leaking. A 106x12cm ekos endovascular device was selected for a procedure to treat deep vein thrombosis. While in the ICU after less than 24 hours of therapy, it was noticed that the coolant lumen connection was cracked and leaking. Ultrasound was discontinued, and the patient was returned to the catheterization lab to replace the catheter. The therapy was continued with a new catheter. It was noted that the thrombus resolution was not achieved as a result of this event. There were no patient complications reported.